Event description:
It was reported tha the insulin pump experienced a failed battery test. It was also reported that the insulin pump has a blank screen. Customer's blood glucose reading was 208 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly. Failed battery test alarm was not verified due to blank display. The device had minor scratched display window.